Event description:
Infused too quickly. Pt was receiving therapy for low iron. The drug is unk. The pump was set for a rate of 250ml/hr with a volume to be delivered of 250ml. The infusion was stopped after 11 minutes due to the over-infusion. The pump was returned to the biomed. There was no pt injury.

Manufacturer narrative:
The device eval is underway. A follow-up report will be submitted after the eval is complete.